Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episode. An x-ray will be performed to evaluate lead positioning. Technical services (ts) reviewed the reports and provided programming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.